Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since lot #15790915 was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose-short curve and the hemostatic valve separated in half when catheter was removed from the sheath. The procedure was completed without patient consequence. Per 21 cfr, part 803, this complaint is reportable because there is potential for significant bleeding that might require medical intervention to prevent serious injury or death and if the hub separates from the cannula, the cannula could be retained in the patient and require percutaneous or surgical removal.